Event description:
It was reported that the device was programmed to MRI mode and after the patient had the MRI procedure, the device was found to be in backup vvi mode. A device restoration was performed successfully and reprogrammed to the previously programmed settings.

Event description:
It was reported that the device was programmed to MRI mode and after the patient had the MRI procedure, the device was found to be in backup vvi mode. A device restoration was performed successfully and reprogrammed to the previously programmed settings. There were no adverse health consequences, the patient was stable.